Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse events cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. In addition, the malfunction of the device has not been reported, and from clinical/medical evaluation and risk assessment, it is possible that the reported event is an accident, or a complication associated with a procedure using the subject device. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
H6 coding: unspecified respiratory problem code is used for adverse events - stridor, decreased movement of the vocal cords, see-saw-breathing, laryngospasm. The suspect device has not been returned to olympus. Additional information has been requested but no information could be provided. The literature is attached for additional information. The investigation is ongoing. A supplemental report will be submitted upon complication or if additional information is received.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "o14-7 a case of laryngospasm after bronchoscopy requiring ventilator management". Literature summary: the patient is a 77-year-old man. A CT scan by his previous physician revealed a mass shadow in the right upper lobe. Pet-CT also showed fdg accumulation with suv max 17.3 in the same tumor, and he was referred to our hospital for close examination and treatment on suspicion of primary lung cancer. After pharyngeal anesthesia with 4% xylocaine and premedication with pentadin and midazolam, bronchoscopy was performed using an olympus bf-1tq290. A specimen was obtained from a mass in the right upper lobe using the ebus-gs method, and the scope was withdrawn after confirming positive results in a rapid cytology test. After the examination, the patient developed stridor and dysphonia, and required oxygenation. Suspecting edema of the vocal cords and laryngospasm, bronchoscopy was performed again. Although the vocal cords remained slightly open, we found decreased movement of the vocal cords compared to before the procedure, and suspected laryngospasm. The patient began to have seesaw-like breathing and had difficulty maintaining spo 290% even with masked oxygen administration at 10 l/min, so tracheal intubation was performed under bronchoscopic guidance and ventilator management was initiated. The patient was referred to the otolaryngology department, and after confirming that there was no organic abnormality or apparent paralysis of the vocal cords, he was extubated the next day. After extubation, there was no problem with vocal cord movement, and the final diagnosis of laryngospasm associated with bronchoscopy was made. Although many cases have been reported to be caused by endotracheal intubation during general anesthesia, suctioning of airway secretions, or foreign objects near the larynx, we report a case of laryngospasm that required ventilator management after bronchoscopy. There is no report of olympus device malfunction described in the literature. Type of adverse events/number of patients laryngospasm(1).